Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not preparing the skin with an antiseptic solution, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. However, the questionnaire shows it is unknown if the site was irrigated before closure which may be a contributing cause to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the irritation is likely due to the site not being irrigated before closure (user error-clinician).

Event description:
The patient reported skin irritation and requested antibiotics. Antibiotics were prescribed and the irritation has cleared up. No further issues have been reported.